Event description:
A consumer reported she is disappointed in the outcome of her vision following cataract extraction and intraocular lens (iol) implant surgery. She stated the during the surgery a piece of the lens broke off. The surgeon removed the damaged iol and inserted a different iol during the same surgical procedure. The consumer reported she experienced swelling in her eye as a result of the event. She states the swelling has improved, but has not completely resolved. She was told she is slightly nearsighted and will require glasses. She reported that she feels the requirement for glasses is due to complications associated with the initial iol insertion and removal. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information requested on 03/11/2008 by phone and on 03/25/2008 by fax. Report meets tass criteria. This report was mailed to FDA on: 04/09/2008.